Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The tissue pad was worn and the tip was peeling off. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. [Inspection]high-frequency output [inspection]appearance the investigation result and confirming DHR alone could not identify the cause exactly. Based on the investigation result, and similar cases in the past, a likely mechanism causing the tissue pad peeling might be the following: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-health professional that during a total hysterectomy by laparotomy using the subject device with td-tb400, the tissue pad was worn severely. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. Omsc found that the tissue pad was worn, and the tip was peeling off.